Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
Concomitant products: 4194 implantable pacing lead, implanted: (B)(6) 2006; 4076 implantable pacing lead implanted: (B)(6) 2006; 4074 implantable pacing lead implanted: (B)(6) 2011.

Event description:
It was reported that the device had possible battery depletion. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was further reported that the device reached elective replacement indicator (eri) and was explanted and replaced.

Event description:
It was further reported that the device battery voltage continued to drop with only 3-6 months remaining to recommended replacement time (rrt) it was noted that the left ventricular (lv) lead had high thresholds. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.